Event description:
Pt was undergoing an anterior cervical discectomy, infusion c5-6 with bank bone graft, plating and, metal removal c3 to c5. The bank bone grafts where in the process of being impacted in a distracted disc space. At the time the distraction pins were removed, the c5 distraction pin broke off during removal and remained in the body.